Manufacturer narrative:
Investigation is in progress to determine the cause.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Cause could not be determined. Issue could not be reproduced.

Event description:
It was reported that site setup does not display all information entered in site setup definition.there was no mistreatment reported based on the available information.